Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a follow-up in clinic, a decrease in sensing was noted on the right atrial (ra) lead. Diagnostic imaging was performed and confirmed that the ra lead was dislodged. Lead revision is anticipated. The patient was stable and will continue to be monitored.

Event description:
Additional information received indicated that the atrial lead was explanted and replaced.

Event description:
The lead was repositioned to resolve the event.